Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged connector. The returned device indicated a grommet issue. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. The returned device indicated the set screw was found in the connector bore and foreign material was noted on the device can. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the grommet of the cardiac resynchronization therapy defibrillator (crt-d) was not holding the leads after rotation of the torque wrench at the seal plug. It was noted the ventricular lead impedance measurements were undefined when testing through the device, however, when testing from the analyzer, acceptable impedance values were observed. The crt-d was not implanted and replaced. No patient complications have been reported as a result of this event.